Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was powering off. During a review of the issue, the pump battery compartment threads were noted to be stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump black box showed no power events. There was no damage noted to the pump battery compartment of cap. The battery cap secured to the pump appropriately and the pump was exercised for 24 hours without any power events. Unrelated to the complaint, the display screen was observed to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.